Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with exposed wires to their drivelines between the exit site and the modular cable due to tears in the outer casing. Rescue tape was applied. Multiple bends were also noted in the modular cable. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient arrived at clinic on (B)(6) 2024 with exposed wires to their drivelines between the exit site and the modular cable due to tears in the outer casing. Rescue tape was applied. Multiple bends were also noted in the modular cable. The modular cable was exchanged. The healthcare provider indicated that the event was life threatening, required hospitalization, and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Section b1 correction. Section b2 correction. Section b5 correction. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged hospitalization added. Section h6 correction: health effect - impact code 4629 - device revision or replacement added. Manufacturer¿s investigation conclusion: the reported event of damage on the modular cable (lot number unknown) was unable to be confirmed. The modular cable was not returned for analysis, and no photos of the damage or log files were submitted. Provided information indicated that the modular cable was exchanged. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.